Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was reported as due to kidney stones. The patient was treated with ancef (1 gram intraperitoneally, frequency not reported), vancomycin (1 gram intraperitoneally, frequency not reported) and fortaz (1 gram intraperitoneally, frequency not reported) for two weeks. Thirteen days after hospitalization, the patient was discharged and had recovered from the event. After being discharged, the patient was switched to hemodialysis. No additional information is available.